Event description:
In reviewing a micronail audio for marketing, the surgeon mentioned his group removed 5 micronails, only 2 of which probably needed to be removed.

Manufacturer narrative:
Investigation is not complete. Add'l info has been requested from the surgeon. Trends will be evaluated. This reported will be amended when the investigation is completed.